Event description:
It was reported that during procedure the phacoemulsification unit passed prime/tune and when starting to phaco system gave a hand piece error and hand piece no longer worked. Doctor was working on patient's left eye. Doctor completed procedure with a back up unit. Patient's surgical outcome was good. No complications and no un-planned sutures. Pc iol placed in the capsular bag.

Manufacturer narrative:
Investigation is still in progress. A supplemental will be submitted as soon as additional information is received.